Manufacturer narrative:
The device was returned to (B)(6). The product was received for an evaluation. (B)(6) report started that uncoated diffusive hollow gas fibers with corona leyer. Which stabilizes the attachment to the potting surface. The complaint has been confirmed. Please refer to the (B)(4) for details of the actions taken. Complaint trends will and lot history record (B)(4) review was completed for the reported product. No noncomformances were found that are considered to the game event. (B)(4).

Event description:
The customer reported that the maquet escls pack and centrimag centrifugal pump was used for ecls in pediatric patient. Routine change out of circuit done after prolonged use. New oxygenator began to leak from vent ports after several hours of use on patient. Physician did not want to change out circuit again as it had just been changed out, oxygenation being maintained decision was made by a physician to leave oxygenator in place and monitor status. Oxygenator compromised, the oxygenator was changed out by perfusion without difficulty and the patient continued on support.